Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of nonunion, which required revision, could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Event description:
The manufacturer became aware of a literature published by the ¿limb reconstruction unit, leeds general infirmary, UK¿. The title of this report is, ¿lower limb pediatric trauma with bone and soft tissue loss: ortho-plastic management and outcome in a major trauma centre¿, published on may 7, 2020, which is associated with the stryker ¿hoffmann external fixation system¿. The article can be found at https://doi.org/10.1016/j.injury.2020.03.059. This report includes an analysis of the clinical data that was collected on 32 patients, and the cases in this study range from 2013 to 2018. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced non-union, requiring revision. The report states, ¿the patient with the femoral fracture did not unite following initial treatment and underwent revision surgery to a modular rail (orthofix lrs) with bone grafting, subsequently uniting in a total of 212 days¿.